Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the server lost connection, and patient admission details such as admission discharge transfer (adt) name and medical record number (mrn) number failed to appear. A technical support specialist (tss) remotely accessed the server and identified that the carefusion coordination engine (cce) service had unexpectedly stopped. Cce services were restarted to resolve the issue, which successfully restored message flow to the pyxis stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was no connection from cerner to pyxis and cce status was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.